Manufacturer narrative:
(B)(4). Evaluation was unable to reproduce the reported symptom, "stopped working." However, device investigation observed discoloration due to heat around the negative battery contact pins, heat damage to component d2 on the back flex, the coating on the component cap was partially missing, and bubbling was observed on the flex around component d2. Component d2 is part of the wireless battery module (wbm) power circuitry, which can overheat and fail due to a failed wbm. The customer sent the associated wbm, and causality was determined to be a failed wbm due to fluid intrusion. The rear case assembly requires replacement. (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump "stopped working" without user input "during use" (medication, programmed amount and delivery rate unknown). The customer also stated that there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.